Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Distal end of a modular capture ((B)(4)) broke off instrument when being inserted into 4:1 cutting block when block was attached to femur.

Manufacturer narrative:
An event regarding a fracture of a triathlon modular handle was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection of the returned device confirmed the event. Medical records received and evaluation: not performed as there was no associated procedure. Device history review: all units were accepted into final stock for the lot referenced. Complaint history review: there has been 1 other event for the lot referenced. Conclusions: the fracture of the shaft end holding a retaining dowel pin of the device was confirmed. Material analysis of the subject device concludes that the device fractured due to overload conditions. No material or manufacturing defects were identified. No further investigation for this event is possible at this time.

Event description:
Distal end of a modular capture ((B)(4)) broke off instrument when being inserted into 4:1 cutting block when block was attached to femur.